Event description:
A us distributor returned a monitor that was unable to complete incoming functional testing.

Manufacturer narrative:
The monitor was returned for investigation and did not pass incoming functional testing. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. While the root cause for the open resistor could not be positively identified, an open r781 resistor is consistent when an external non-lifevest defibrillation is administered. There was no adverse event that resulted from the damaged monitor.